Manufacturer narrative:
Based on the claim against the product by the customer noting that the electrosurgical generator unit (esu) wattage would not go above 40, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed c-30 errors and replaced the electrosurgical unit (esu) to resolve the issue. The system tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The esu was analyzed; however, the complaint regarding the wattage issue was not reproduced. The unit energized and cauterized properly. The unit recognized testing instruments in all ports. Multiple c-00 errors were found in the error logs. The probable root cause of the reported issue cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the esu found no product issue. The esu was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned esu revealed no issues related to the customer reported event. This complaint is being reported based on the following conclusion: it was reported that the customer was not able to get the electrosurgical generator unit (esu) wattage above 40. After power cycling the esu three times, the customer was able to get it to work. The esu was replaced after the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the erbe generator wattage would not go above 40. Prior to calling in, the site power cycled the erbe three times and was finally able to get it to work. The intuitive surgical, inc. (Isi) tech support engineer (tse) reviewed the logs and found repeated c-30 errors against the erbe. The erbe was not having any errors at the time the customer reported the issue, and the customer continued on with the surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.